Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast), and the keypad issue. The customer reported a blood glucose value of 396 mg/dl, and the current blood glucose value was 197 mg/dl. The customer experienced hyperglycemia and was treated with an manual injection, IV insulin drip (intravenous insulin infusion), and visited emergency room. The symptoms customer reported at the time of hospitalization event were headache, other, and acidic. The event involved product(s) mmt-332a, mmt-242a, and mmt-1884. Troubleshooting was performed for the pump error, and the customer was not able to clear the error. Troubleshooting was performed for the keypad anomaly, and the customer reported buttons not being responsive after a keypad anomaly. Pump has not been exposed to altitude change. Troubleshooting was partially performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, and mmt-242a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. No pump error 37 noted during testing. The pump responded properly to the button presses. No keypad unresponsive, numbers ramping or scrolling screens noted during testing. The following were noted during visual inspection: minor scratched display window, cracked display window, scratched display window cover, scratched case, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 06-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 06-jan-2026 in the pump history file and found 3 pump error 37 on 01/06/2026, 1 pump error 23 on 01/06/2026, and 2 battoutlimit (6) on 01/06/2026. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 and battery out limit alarm were expected due to the battery power depleted and the pump's time reset. Pump error 37 was found in the pump history file. Pump was cut open to perform visual inspection and found corroded pcba1, moisture damage on pcba2, moisture damage on the motor, moisture damage on the force sensor and corroded keypad flex traces. The pump passed the functional testing. Unable to confirm alleged high bgs. Activation-keypad/button unresponsive not confirmed during testing, however corroded keypad flex traces were found during visual inspection. Alarm-a339-pump error 37 confirmed in the pump history file due to moisture damage/corroded on the electronic assembly and moisture on the motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.